Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-25580. It was reported the patient (B)(6) underwent surgical intervention due to the lead pulling out the extension connector. Intraoperative lead testing revealed high impedance measurements. Additionally, during the procedure the physician attempted to remove the lead from the extension; however, one contact remained in the extension connector. In turn, the physician only explanted the patient's lead and anchor. F/u revealed the patient may undergo surgical intervention at a later date to explant the extension and ipg.